Manufacturer narrative:
This report is submitted on jul 17, 2023.

Event description:
Per the clinic, the patient experienced an infection (an abscess) at the implant site which was successfully treated with IV antibiotics during a hospitalisation. The abscess was incised and drained on (B)(6) 2023.